Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not power on. The paramedic reported that there was a pt in the ambulance which was being used for general transport, so the device was not needed-however, if it was needed, it would not have functioned because it would not power on. There was no adverse effects to the pt.